Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this chronic implantable defibrillation lead exhibited high out of range shock impedance measurements at a device change out procedure. Shock impedance measurements were out of range in all configurations when tested with the device. A second device was attempted with the lead and again all shock impedance measurements were out of range. This lead was surgically abandoned and a new lead was successfully implanted. No adverse patient effects were reported.